Event description:
It was reported that this pacemaker exhibited early battery depletion. Reportedly, this device had a sudden dropped of seven years from december last year to four years upon recent check. Engineering analysis resulted that this device was depleting prematurely, and the power consumption has been increasing steadily over the past year. This is consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pg environment. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker exhibited early battery depletion. Reportedly, this device had a sudden dropped of seven years from december last year to four years upon recent check. Engineering analysis resulted that this device was depleting prematurely, and the power consumption has been increasing steadily over the past year. This is consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pg environment. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously reached explant from 11 years remaining longevity. During the recent device check, the device showed four years remaining longevity. Analysis showed that the device was depleting prematurely. The power consumption has been increasing steadily over the past year. This was consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator environment. As of this time, the device remains in service. No adverse patient effects reported.